Event description:
This report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14774 addresses the first hydratome rx 44, and manufacturer report# 3005099803-2013-15035 addresses the second hydratome rx 44. It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the initial cut was made using the hydratome rx 44, the device was withdrawn and an extractor pro balloon was used over the wire to sweep the cbd. The physician decided to extend the cut so he backloaded the hydratome over the wire. When the tome exited the scope, the physician noticed that the cut wire was detached from the tome and the detached wire was stuck on the tissue. The tome was removed and the loose cut wire that remained inside the patient was retrieved with a snare. When the detached wire was removed, ¿no real or minor amounts of blood¿ were noted per the physician. A second hydratome rx 44 was used to extend the cut but the physician extended the cut too far and hit a vessel and the patient developed bleeding. The bleeding was treated with ¿epi¿ and balloon tamponade with an extractor pro balloon. The patient was hospitalized to monitor the bleeding. The patient was discharged a few days later and is stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted. The cutting wire was broken and blackened at two different sites. A functional analysis was not performed due to the condition of the returned device. Segments of the broken cutting wire were analyzed and concluded that the segments from the cutting wire presented bending torsion overload , and evidence of melting. The broken cut wire most likely occurred due to anatomical/procedural factors which affected the integrity of the device and limited the device performance. Therefore, the most probable root cause is operational context. A labeling review was performed and no anomalies were found. Patient hemorrhage is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label and is considered an anticipated procedural complication. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
This report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14774 addresses the first hydratome rx 44, and manufacturer report# 3005099803-2013-15035 addresses the second hydratome rx 44. It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the initial cut was made using the hydratome rx 44, the device was withdrawn and an extractor pro balloon was used over the wire to sweep the cbd. The physician decided to extend the cut, so he backloaded the hydratome over the wire. When the tome exited the scope, the physician noticed that the cut wire was detached from the tome and the detached wire was stuck on the tissue. The tome was removed and the loose cut wire that remained inside the patient was retrieved with a snare. When the detached wire was removed, ¿no real or minor amounts of blood¿ were noted per the physician. A second hydratome rx 44 was used to extend the cut but the physician extended the cut too far and hit a vessel and the patient developed bleeding. The bleeding was treated with ¿epi¿ and balloon tamponade with an extractor pro balloon. The patient was hospitalized to monitor the bleeding. The patient was discharged a few days later and is stable.

Manufacturer narrative:
(B)(4) for the reported event: cut wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.